Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, inconsistent longevity measurements were observed. Session record and programmed parameters confirm that the device meets the 75% longevity rule. No further information was provided.